Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-03728. It was reported that the patient experienced ineffective stimulation due to high impedance on the leads. Surgical intervention took place to explant and replace the leads. During the procedure the patient vomited (related manufacturer reference number: 3006705815-2019-03742) and the entire system was explanted. Surgery addressed the issue.